Manufacturer narrative:
Add'l evaluation of the returned lens utilizing the air force target image demonstrated no affect on image quality in the returned lens when compared to the control. The resolution efficiency was measured at 93% which is 23% above release criteria set by the ansi z80.7 (1994) standard for an iol immersed in fluid. This rpt was mailed to FDA on: 8/6/97.

Event description:
Surgeon reported initially that the lens was replaced due to diplopia associated with photophobia. The lens was implanted in oct. 1994. Visual acuity had decreased to 20/40 in sept. 1996 and the pt had experienced diplopia under bright light conditions and was sensitive to light. The pt reported a history of retinal detachment 20 years ago and an experience of diplopia at that time. Glistenings with the iol were noted prior to and at the time of the explant. At 3 weeks post-operative the pt's vision had recovered to 20/25 corrected va with no complaints from the pt. The surgeon is questioning the origin of the pt's symptoms.